Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and defib testing without duplicating the report. Review of the device activity logs did not show any evidence of the device being charged, or disarmed, no valid patient impedance, no defib charging errors, or any pd reset errors occurring. Therefore, our investigation for this report was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.